Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the complete clip detachment. ((B)(4)) it was reported the first mitraclip procedure was performed on (B)(6) 2020. Three clips were implanted, reducing functional mitral regurgitation (mr) from 4 to 3. On (B)(6) 2021, a second procedure was performed to treat grade 3.5 functional mitral regurgitation (mr) and grade 5 tricuspid regurgitation (tr). Imaging was challenging due to the imager¿s inexperience. The ntw clip was advanced to the mitral valve, when attempting to grasp, resistance was felt with the mitraclip delivery catheter (cds) handle and the clip got caught in chordae. With the clip still caught in chordae, attempts to grasp the leaflets were unsuccessful. Trouble shooting was unsuccessful (inverted the clip, gently moved the steerable guide catheter, cycled the grippers, moved cds medial and lateral, jiggled the dc handle, cycled the clip arms). The user began to use more heavy handling/more aggressive at this point, rocking the device, going anterior and posterior, the clip remained stuck. The user over-inverted the clip. The user continued to trouble shoot for approximately 25 minutes. The user inverted the clip one last time and pulled back on the dc handle, the clip completely detached from the dc handle. The clip was in the inverted state, with the lock line still attached and stuck in chordae. Clip deployment sequence was continued, and lock line was removed from clip. The clip remained stuck in chordae in the inverted position; the clip did not embolize. The cds was removed without issue. The mitral valve procedure was discontinued. Mr remains 3.5. Two clips were implanted in the tricuspid valve without issue, reducing tr to 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Mitral regurgitation (mr) and foreign body in patient are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Additionally, the IFU warns ¿turning the arm positioner in the ¿open¿ direction more than 1 full turn past a clip arm angle of 180 degrees or turning past when resistance is first noted may result in device damage which could cause the clip to become non-functional and lead to embolization, and/or conversion to surgical intervention.¿ in this complaint it was reported that the user over-inverted the clip; thus, this use error contributed to the clip detachment. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿seven fluorscopic videos and eighty-two echocardiographic videos were provided: fluoro videos: in all of the fluoro videos, the three previously implanted clips (implant date (B)(6) 2020, as reported) can easily be identified. In addition, the reported clip delivery system (cds) and clip are visible. The clip arms are fully inverted, as reported. It is evident that the clip has fully detached from the l-lock shaft of the delivery catheter (dc). In three of the fluoro videos the connector component of the clip is rotated about the hinge pins such that it is almost orthogonal to the l-lock shaft. To this end, it can be confirmed that the hinge pins are still engaged to the connector. In the next three videos, the threaded stud can be clearly visualized with what appears to be a certain portion of the coupler still attached. Reference labeled images provided to support this cine evaluation. This indicates either a coupler break or a spiral weld break. Based on the approximate length of the coupler in the image and the state of the clip (bent over, detached from l-lock shaft), it is likely a coupler break. If the coupler breaks at the relative location seen in the video, and the user performs additional arm positioner manipulations to close the clip, this will result in the proximal portion of the coupler (still connected to the mandrel) to be pulled out from between the l-locks. This will compromise the connection of the clip to the l-lock shaft in which the clip can now move radially (bend) about the l-lock. The investigation determined the reported poor image resolution appears to be due to user technique (imager¿s inexperience) and entrapment of device (clip caught on chordae) appears to be related to procedural conditions due to poor image resolution. The improper or incorrect procedure or method was due to the user error of over-inverting the clip. The resistance and positioning failure (inability to grasp) was due to the clip getting caught on the chordae. The clip detachment appears to be due to a combination of troubleshooting maneuvers and user error of over-inverting the clip. The patient effects of mr and foreign body in patient were due to the procedural condition of the clip detachment. The reported unexpected medical intervention was result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.